Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified and different issues were identified (malfunction 6 and malfunction 15).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was shattered and the pump was not functional. In addition, the customer reported that the pump was not delivering insulin as intended. Reportedly, the cause of the pump issues is unknown. There was no reported impact to customer¿s blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.